Event description:
Information was received indicating that a cadd ms3 pump alarmed for low volume sooner than expected since staring treprostinil generic. Cartridge 3ml rg medication. Manufacturer: (B)(4).